Event description:
It was reported that during a surgical procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat and not running was confirmed through functional evaluation, disassembly and visual inspection. Through visual inspection, the drive shaft was confirmed to be corroded and the bearings brinelled.